Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion level involving an accolade stem which was mated with a lfit v40 cocr head was reported. The event of disassociation was confirmed based on clinician review and the event of abnormal ion level was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: review of the records provided confirmed the implant dissociation. Review of implant stickers could define if this was a recalled head lot. Obtaining the implant may provide additional insight into the mechanism of dissociation. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: clinician review of the provided medical records confirmed the implant dissociation. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of voluntary product recall ra 2016-028. Obtaining the implant may provide additional insight into the mechanism of dissociation. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.